Event description:
The customer reported via phone call that she changed the reservoir and noticed that the inside of the reservoir compartment is breaking off. The customer also stated that the insulin pump is cracking above the screen and in front of the reservoir compartment and the screen is scratched and cracked. The customer does not recall how the damage occurred. Blood glucose value was 120 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, minor scratches on display window, cracked case at display window corner, cracked display window, cracked belt clip slot, cracked reservoir tube window and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.